Event description:
It was initially reported by the physician that high lead impedance was observed and that the pt needed to be referred for revision surgery. There was no known reported falls and the cause of the high impedance was unk. The pt's device was not disabled because the pt was not reporting any adverse issues and he wanted to keep the device on. Clinic notes received form the treating physician indicate that at the appointment dated (B)(6) 2010, the vns was performing within normal limits, but specifics were not noted. The pt is noted to be on rapid duty cycle. A review of the manufacturer's programming history database showed last known diagnostics performed on (B)(6) 2008 were within normal limits (system ok/ok2/no and normal mode 1.50ma/ok/ok2/no). The pt is expected to have lead and generator revised.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.